Event description:
The nurse stated there was no pt impact/injury associated with this event. Pt stated the device did not malfunction and that the event was not related to the device.

Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system.